Event description:
It was reported that after a routine controller exchange, the new primary controller was not connected to ac power resulting in the ventricular assist device (vad) not starting back up. After realizing that the vad was not starting, the vad coordinator at the site attempted to disconnect the driveline and exchange back to the original controller for troubleshooting. However, it was reported that the driveline was "extremely difficult" to disconnect. A medtronic representative later examined the driveline, but did not observe any issue with the driveline connector locking mechanism. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller. D4: model #: mcs1421cn / catalog #: mcs1421cn / expiration date: 31-oct-2026 / serial #: (B)(6). D9: no. H3: no. H4: mfg date: 10-oct-2025 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the primary controller was successfully exchanged.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.